Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a transvaginal excision of anterior vaginal wall mesh, transvaginal excision of mid-urethral sling mesh, cystocele repair, retropubic mid-urethral sling placement, and cystoscopy procedure performed on (B)(6), 2020, due to anterior vaginal wall mesh erosion, stress urinary incontinence, urinary frequency, obstructive voiding, and voiding dysfunction. The patient tolerated the procedure well and was transferred to the post-anesthesia care unit in stable condition. As reported by the attorney, the patient experienced an unknown injury. Additional details regarding this experience were not provided.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6), 2020, the implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Block h6: imdrf patient code e2401 captures the reportable event of an unspecified injury. Imdrf impact code f12 has been used in the light of the patient seeking legal recourse for an unspecified personal injury related to the device.